Event description:
Surgeon was preparing the glenoid and the instrument snapped in two pieces. Putting pressure on the pegged handle could have factored into it.

Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high bending forces during its repeated use. The device has a potential field age of over 10 years. The exact cause cannot be determined with certainty. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.